Event description:
Per the clinic, the patient experienced a loss of connection to the internal device. Hardware exchange and troubleshooting attempts were made; however, the issue could not be resolved. The device was subsequently explanted on (B)(6) 2025 and the patient was re-implanted with a new device during the same surgery.